Event description:
Per the clinic, the patient experienced an abcess at the implant site. After puncturing the abcess (date not reported), the patient developed a fistula resulting in the exposure of the implant. The patient was treated with antibiotics (type, duration and dosage not reported), underwent a procedure (date not reported) to debride the granulation tissue around the receiver stimulator and underwent a second procedure (date not reported) to rotate the skin flap, however, the issue could not be resolved. The device was explanted on (B)(6) 2014.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Manufacturer narrative:
This report is filed october 30, 2014.